Event description:
It was initially reported by the company representative that she is having some issues with her personal demo handheld. She is receiving periodic fault where the handheld do not respond when pressing on the program button. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.